Event description:
It was reported by the sales rep; surgeon implanted a c-taper head on an accolade tmzf stem while performing a hemi-arthroplasty. While inspecting the surgical inventory sheet, the sales rep noticed that a non compatible head was implanted. The sales rep informed the director of preoperative services of the situation. Sales rep also informed the surgeon of the situation. The patient was revised.

Manufacturer narrative:
Device not returned, no evaluation will be performed. If the device or additional information becomes available a supplemental report will be issued.